Event description:
It was reported that the patient with this left ventricular (lv) lead experienced a diaphragmatic stimulation upon routine interrogation. The available vectors were reviewed and noted that there was no acceptable combination of a good pacing threshold and low diaphragmatic stimulation threshold. This lv lead was explanted, replaced with different model and was disposed. No additional adverse patient effects were reported.